Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Prosthetic heart valve interactions and their clinical significance during transcatheter left-sided double valve replacement.

Event description:
The article, "prosthetic heart valve interactions and their clinical significance during transcatheter left-sided double valve replacement", was reviewed. The article presented a case study of a 64-year-old female patient with atrial fibrillation, heart block, rheumatic heart disease, prior mitral valve repair and replacement procedures. It was reported that on an unknown date, a 27mm biocor mitral valve was implanted. It was then reported almost 15 years post-procedure (179 months), the patient presented with pneumonia, precipitated congestive cardiac failure, and cardiogenic shock. The patient was diagnosed with severe aortic regurgitation and aortic stenosis due to rheumatic heart disease. Mechanical ventilation and high inotropic support were started. A decision was made to perform a transcatheter valve-in-valve procedure with a 24.5mm meril myval valve. The postoperative period was uneventful. [The primary and corresponding author was vasu nandhakumar, department of cardiology, institute of cardiovascular diseases, the madras medical mission hospital, 4a, dr. J. Jayalalitha nagar, mogappir, chennai, tamil nadu 600037, india, with corresponding e-mail: nandha.intervention@gmail.com].

Manufacturer narrative:
As reported in a research article, prosthetic heart valve interactions and their clinical significance during transcatheter left-sided double valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported central regurgitation could not be conclusively determined. Other reported patient concequences were cascade events of reported device stenosis and shock. However, this cannot be confirmed. The reported surgical intervention was under case specific circumstence as medication was given and device was surgically explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature: prosthetic heart valve interactions and their clinical significance during transcatheter left-sided double valve replacement.